Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel of a microintroducer sheath is confirmed and was determined to be manufacturing related. One 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned microintroducer sheath. The microintroducer sheath was returned peeled apart. It was observed that an orange ring remained along the bard side of the returned microintroducer sheath. A microscopic observation revealed an orange ring attached to one tab of the peeled sheath. Some plastic deformation was observed throughout the orange, plastic pull tabs. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when I peeled the peel-a-way sheath, it left a ring of plastic around the PICC. It was very difficult to remove. I ended up just man handling it, as I was afraid to use a sharp instrument. There was no real impact to the patient, after the "ring" was released, the PICC was fine. It was difficult for me to release that "ring", and may have delayed the procedure for a few minutes, but the patient was fine. No other information was provided.

Event description:
It was reported that when I peeled the peel-a-way sheath, it left a ring of plastic around the PICC. It was very difficult to remove. I ended up just man handling it, as I was afraid to use a sharp instrument. There was no real impact to the patient, after the "ring" was released, the PICC was fine. It was difficult for me to release that "ring", and may have delayed the procedure for a few minutes, but the patient was fine. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.